Event description:
Patient's gown was removed and the abdomen was noted to have multiple fresh abrasions on the skin- specifically only over his stretch marks. He recently had his abdominal hair clipped in the poha area. The cap that clipped the hair in poha stated that she did not notice any abnormalities before or after the clipping was done. The doctor was notified and the skin was prepped in a normal fashion with hibiclens.======================manufacturer response for carefusion clippers, (brand not provided) (per site reporter).======================on-site training.